Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's father reported the customer had high blood glucose of 25mmol/l that was treated with bolus without carbohydrates. High started on (B)(6) 2024 at 8pm and was still happening on (B)(6) 2024. Caller says the pump was not auto correcting after midnight and is under delivering. Pump had passed displacement test, self-test, and verification test. Customer had a change sensor on (B)(6). Temporary target was used but turned off. Suspend was used but turned off. Per helpline, carelink report showed pump stopped delivering auto corrections due to a single auto correction dose at 00:07 of 3.063u, which exceeded the auto correction cap limit of 8% of customer's total daily dose within 1h. Helpline advised that, in these cases, customer should enter blood glucose and take the recommended insulin dose from bolus wizard. Caller also felt the high auto correction exceeding the cap was an overdose, although there was no low. Troubleshooting was done. Smartguard was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 25 mmol/l. The customer reported hypoglycemia, hyperglycemia treated with insulin pump (subcutaneous insulin infusion), insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Troubleshooting indicated that pump requires replacement. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.